Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with no physical damage noted. Event log history was performed and indicated that force sensor bridge test was recorded in history. During analysis, the reported issue was not able to be duplicated. Service replaced damaged right and left plunger cases, cleaned, greased and calibrated the device, performed power up process, occlusion test and all functional tests which passed. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited system failure: force sensor bridge test. No patient was involved in this event. No adverse effects were reported.